Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were preparing to cut off the lung fissures in a video-assisted thoracoscopic lobectomy surgery, they were able to press the green button, but unable to squeeze the handle, however the stapler would not fire. They used another manual stapler to complete the case. There was no patient injury.